Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported the high flow insufflator flow rate was not jumping back up to 20 mmhg to insufflate. The issue was found during a therapeutic laparoscopic polypectomy procedure and resulted in a procedure prolongation of greater than or equal to 30 minutes. The procedure was completed with the same device. There was no patient injury or medical intervention associated with this event.